Event description:
It was reported that the procedure was to treat a mild tortuous, mildly calcified, 70% stenosis in the mid circumflex. Reportedly, the 3.50 x 20mm nc trek balloon was inflated once to 6 atmospheres during pre-dilatation, but the balloon would only partial deflate. An abbott indeflator was used to inflate and deflate the device. Force was used to remove the balloon out of the patient anatomy. There was no resistance during advancement of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue and difficult to remove could not be replicated due to the condition of the returned device, which indicated that the inner member was separated at the proximal balloon marker. The shaft was necked proximal to the proximal balloon seal. Although no resistance during sheath removal was reported, damage such as necking of the shaft at the proximal seal and separation of the inner member at the balloon marker is consistent with difficulty or resistance during removal of the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.